Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a consumer. The consumer reported that x-rays were done and the x-ray showed there was no movement of the implant and there was no wire disconnect. It was noted that the patient had x-rays done the monday following the fall. It was noted that the fall bruised their tailbone. The healthcare provider reported that the cause of the surging and fall was not determined. It was reported that the patient fell on their back due to slipping on water on the floor. The patient became incontinent and a representative helped them reset the device to the correct setting. It was noted that the patient had not had any problems since. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they reset the program and voltage level. No further information reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient fell on the cement floor right on the ins. In the evening patient started experiencing surging near ins and down right leg. Patient was advised to turn stim down or off if the surging was uncomfortable and consider different programs. No further symptoms or complications reported/anticipated.